Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo target lesion with a significant bend of <=45 was located in the mild calcifed mid to distal left circumflex artery. After a non-bsc guide wire crossed the lesion, a 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the device was found to be entangled with the guide wire. The device was simply removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities.